Manufacturer narrative:
H10:the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter additional phone no.: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked at the port closest to where the tubing connects to a bag of fluid. The issue occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.